Event description:
It was reported that alarms for low oxygen concentration were generated during ventilation. There is no pt info available. (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During testing in a reference ventilator several tests failed during the pre-use checks as well as several alarms were generated during ventilation testing. Ocular inspections showed extensive moisture traces in the filter housing of the air gas module which is the root cause for the air gas module's failure. The most probable source of water into an air gas module is moist air from the hospital's gas supply system. According to the user's manual maximum levels of water, (h20 < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Our conclusion is that moisture has caused failure of several components inside the air gas module which lead to inaccurate gas flow regulation.

Manufacturer narrative:
A field service engineer has been on site and started the investigation. The air gas module was replaced and has been requested for investigation, but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).